Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was experiencing numbness after having the drg system implanted. Surgical intervention took place where the system was explanted.

Manufacturer narrative:
The event of a system explant was reported to abbott. The patient was experiencing numbness and irritation. The physician felt the systems hardware could be causing the issues. The explant proceeded without complications. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.